Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, as of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring hospitalization. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home in stable condition.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The physician believed either the transbronchial biopsy or needle biopsy caused or contributed to the pneumothorax and that the pneumothorax would have likely occurred via another modality. The lesion biopsied was a little over 1 cm and located in the right upper lobe on the pleura between the upper and middle lobes. Per the physician, the patient had pre-existing emphysema. The patient experienced shortness of breath and a pneumothorax was identified post-op via chest x-ray. The patient was hospitalized and medical intervention included a small bore thoracostomy tube. The initial size of the pneumothorax was moderate in size and did not increase. A transthoracic needle aspiration (ttna) by interventional radiology (ir) was performed 2 days ago. The patient was diagnosed with adenocarcinoma. The patient was discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.